Manufacturer narrative:
This report captures the additional device returned. The additional perclose proglide device, referenced was filed under a separate medwatch manufacturer report. Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The needle to cuff miss appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after an angiogram procedure. Reportedly, the proglide device was difficult to remove and the sheath separated where the black and silver parts meet. A cut down was performed to remove the separated portion of the proglide device and the artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure as a result of the cut down. No additional information was provided. An additional device was received with the original complaint device, the returned device analysis identified that the posterior cuff remained in the posterior foot pocket with the link attached. There was one anterior cuff tab flat, one prolapsed and one anterior cuff tab was separated and not returned. No additional information was provided by the account.